Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient's mother reported the blood glucose monitoring device shows a bolus history in the data that the patient did not perform on (B)(6) 2013. Had mother check the infusion device bolus data; boluses in the infusion device match the boluses in the blood glucose monitoring device. Mother stated the patient received boluses of: 3.8 units at 9:32 pm 5 units at 9:37 pm 4 units at 9:47 pm 5.9 units at 9:56 pm 3.8 units at 10:06 pm mother reported the patient was asleep at this time. Mother reported the blood glucose monitoring device was on the kitchen table at the time of the boluses. Mother stated she does not believe her daughter could have programmed these boluses in her sleep. Mother alleges the infusion device delivered the boluses on its own. Mother reported the patient woke up the next morning with a reading of 77 mg/dl which was normal. Patient's normal blood glucose range is 110-130 mg/dl. Mother stated the reading did not alarm her that anything was wrong and the patient did not need to receive any treatment for this reading. Mother reported there were no adverse effects due to the boluses being delivered. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: the boluses that the customer listed in the allegation could be reproduced in pump history. A replication with the meter history is not possible because the meter was not send in. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.